Manufacturer narrative:
D10 concomitant medical product/s: sigadaptstnd sig power sigadaptstnd linear adapter serial #:unknown sigpshell sig power sigpshell control shell lot #:n2l0054y sigsbchgr sig power sigsbchgr one -bay charger serial #:unknown sig30ctavm tri 2.0 sig30ctavm 30 CT vsclr med 12mm lot #:unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver segmentectomy, during the first firing for the glisson bundle treatment using the powered stapler, the scrub nurse was properly checking the opening and closing and then handed it to the surgeon. The surgeon approached the abdominal cavity through a trocar, but when the display was casually checked and articulation was attempted, a handle error indication of handle icon, red circle and slash was displayed. Notation appeared and it could not be operated. The device did not enter firing mode. The jaws were not closed, and they were also not articulated, so they were removed from the body as is. A new handle, shell, and adapter were used with the same reload to resolve the issue, and firing was done as usual. The force release operation screen appeared on the non-sterile power handle, so when the green button on the power handle (with shell) and adapter were long pressed for 10 seconds, a reboot occurred and the screen returned to normal. The device was charged for a while, and when it was removed from the charger, there was no particular problem. For the operation other than firing, the device was equipped, and it was confirmed that it operated normally. No patient injury.